Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the floppy drive could potentially cause a shutdown/restart situation, so the floppy disk drive was replaced. It was also noted that the display was discolored on the right side of the screen, and the common wrist electrode test was out of specification due to the link electronic module (lem) printed circuit board.

Event description:
It was reported the programmer would shut down and restart on its own. There was also difficulty with save-to-disk on a usb (universal serial bus) stick. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).